Event description:
It was reported that the patient presented remotely. Review of transmission revealed that right atrial (ra) lead exhibited over-sensed noise leading to inappropriate mode switches. No intervention was performed. Patient condition is unknown.